Manufacturer narrative:
Block b3: exact date unknown, event occurred about 2 years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-8352-50. Serial number: (B)(6) batch/lot number: 19437849 model/catalog description: coveredge x 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 serial number: na batch/lot number: 19526748 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.